Event description:
It was reported to philips that the system did not boot up successfully, it was stuck in a boot loop. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that system was stuck in a boot loop. Upon troubleshooting fse determined that there was a problem with the epo switch not working properly and found that the breaker for the battery cabinet on the ups was turned off. To resolve the issue customer asked vendor to check the functionality ups, vendor replaced ups batteries due to age and putting the ups battery breaker in the correct position. After replaced ups battery and putting the ups battery breaker in the correct position, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the third-party ups problem and this ups is not a part of the philips component. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.